Manufacturer narrative:
Product evaluation: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Visual inspection of the sample: the shunt seems to be proper; the shunt's body, spur and disk are in order (complete). The shunt's disk was slightly damaged; this damage type could not contribute to the reported event. All products pass 100% final inspection at the manufacturer prior to approval, several times. If a defect would be noticed, the product would have been rejected and segregated immediately. There is no indication for manufacturing related factors that could cause the event. In light of the investigation findings, the complaint of ¿failed to stabilize" could not be confirmed and the root cause could not be determined. The root cause is inconclusive - no problem found, since the failure to stabilize the shunt in the eye could have been caused by many different reasons during the clinical procedure. Complaint does not seem to be product related since the shunt seems visually in order. The slight damage in the disk is not is not related to product handling during the production. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room materials representative reported that during a glaucoma filtration device (gfd) implant procedure, the device failed to stabilize in the eye. Additional information was provided by a nurse that the device was removed and a trabeculectomy performed with no report of harm to the patient. Further information was later provided by the surgeon that, in his opinion, it is unknown what caused or contributed to the event.